Manufacturer narrative:
Product ID 97755, lot# serial# (B)(6) was returned for analysis. Analysis found that there was a failure with the recharger antenna and a "no device found" message was seen intermittently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the recharger was getting super hot where the cord goes into the paddle since couple weeks ago. The patient stated they were getting system problem rm03 message on the controller screen when recharging the ins for couple weeks. The manufacturer's patient services specialist (pss) asked if there was visible damage on the recharger and patient said no, but the cord and paddle area doesn't look right. Pss asked the patient to connect with controller, and the controller showed that the ins needed to charge and the controller was 40% charged. Pss confirmed that the message was cleared on the controller screen. Pss reviewed device function and recommended recharging the controller before charge the ins. The issue was not resolved. A replacement recharger was sent out. No patient symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.